Event description:
It was further reported that the ipg and ra lead were reprogrammed and remain in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batter longevity of the implantable pulse generator (ipg) was dropping quickly. It was also reported that the right atrial (ra) lead exhibited undersensing of atrial arrhythmia and high thresholds. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.